Manufacturer narrative:
The results of the investigation and the cause of the reported incident could not be conclusively determined. The reported event of infection cannot be evaluated or confirmed via device evaluation.

Event description:
Reference MFR report(s): 1627487-2019-07385, 1627487-2019-07386 and 1627487-2019-07388. It was reported the patient came to the hospital 16 days after implantation of the scs system with an infection. Consequently, removal of the patient's scs system seemed necessary in the physician's opinion. No further information was available at this time.

Event description:
Reference MFR report(s): 1627487-2019-07385, 1627487-2019-07386 and 1627487-2019-07388. Follow up information obtained identified the patient was treated with antibiotics.

Event description:
Reference MFR report(s): 1627487-2019-07385, 1627487-2019-07386 and 1627487-2019-07388.